Manufacturer narrative:
The system was evaluated at amo (B)(4) site and the reported error issue was confirmed. Several parts such as instrument manager, subsystem printed circuit board assembly (pcba) , hard drive, graphical user interface (gui) pcba, rear panel controller pcba and touchscreen were replaced on the unit which resolved the issue. The unit was tested and calibrated and the field service checklist was performed, which the system passed the functional test and it was found to meet all amo specifications. The unit was returned to the customer and it was re-installed for them. No further problem was observed with the unit after installation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the signature system at the customer location and confirmed the reported issue. The surgery center was supplied with a loaner system. The loaner system was tested as well as calibrated and it met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred during start up on the whitestar signature system. There was no patient involvement reported and patient treatments were not delayed or cancelled.

Manufacturer narrative:
A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.